Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and the device was not irrigation during use on the patient. It was reported that during the operation the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 4-jun-2024, additional information was received indicating the suspected device with the irrigation issue was the catheter while the device was being used on the patient. There were no errors from the pump. The head end of the catheter did not release water. Not believed to have been related to an occlusion or foreign material. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and irrigation test were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The irrigation test was performed, and no irrigation issues were detected during the analysis. A device history review was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set and the device was not irrigation during use on the patient. It was reported that during the operation the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On (B)(6) 2024, additional information was received indicating the suspected device with the irrigation issue was the catheter while the device was being used on the patient. There were no errors from the pump. The head end of the catheter did not release water. Not believed to have been related to an occlusion or foreign material. Based on the information received on (B)(6) 2024 that confirmed the irrigation issue occurred while the device was in use on the patient, the event was reassessed and determined to be an MDR reportable malfunction.